Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
Reportedly on (B)(6) 2011, the homechoice machine sounded a system error 2240 (air in line) alarm during dwell 2. The patient was connected to the hc. The technical service representative (tsr) explained the air alarm. The home patient (hp) had left a clamp open on an unused line. The tsr had the hp cycle power. The hp will start over with new supplies. The tsr explained to the hp to contact the nurse about air alarm. No clinical consequences for the patient were reported. No further information is available.